Manufacturer narrative:
(B)(4). Batch # r5782c. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. A one piece sled was received inside of a plastic bag. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: do you know the product code of the cartridge involved? No. Did the remainder of the cartridge stay intact? Unknown. Did any of the pieces of the cartridge fall into the patient? The staff do not believe any fell into the patient. If so, were all pieces retrieved from the patient? N/a. If not, please explain. Will the cartridge (including deck, silver pan, sled, and staple retaining cap) be returned with the psee60a device for analysis? Unknown.

Event description:
It was reported that during an roux-en-y procedure that the stapler locked out on tissue. Reverse was used to open the device. A ¿sled deck¿ was found in the basin that is used to ¿swish¿ the stapler in between loads. Another like device was used to complete the procedure. There were no adverse consequences for the patient.